Event description:
The kiwi vacuum was opened and intended to be used during a cesarean delivery. The physicians were having difficulty extracting the infant so to assist in delivery, it was reported that the vacuum suction did not achieve suction.